Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited untreated events of noise, oversensing. Leading to inappropriate electric shocks. Low amplitude and shock impedance gradually rose was also observed. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.